Event description:
The rptr states that the customer dosed himself with his regularly scheduled insulin after obtaining a blood glucose result of 430 mg/dl on the accu-chek advantage sys. One hr later he felt hypoglycemic and obtained a blood glucose result of 515 mg/dl on the same sys. He was treated with glucagon injection and felt better 25 mins following treatment. New sys sent and return requested.